Manufacturer narrative:
Investigation revealed that there was no system malfunction. No system malfunction was able to be verified due to insufficient information. The description provided stated verification process of interbody arrays would not start while the user was in the verification page. When verifying interbody instruments, the adaptor can be used for ease of verification. If using this adaptor, the button to indicate its usage must be selected in the software. The observed overall risk level is low, which matches the observed anticipated risk level; therefore, the overall risk of the system has been maintained and there is no further investigation required. The cause of the reported issue was traced to user technique.

Event description:
It was reported that while using the excelsius gps system, the case was aborted and screws were then placed by hand during surgery.